Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative device breakage and fracture non-union are unknown. This report is for one (1) unknown 4.5mm lcp plate. (Other): without a valid part and lot number, the UDI is not available. He original implant procedure was performed on an unknown date approximately two (2) months prior to the revision on (B)(6) 2016. Per facility, the complainant parts were returned to the patient and will not be available for evaluation. (B)(4) used to report the unintended x-rays that were required to confirm status of implants. As specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) and screws were removed during a revision procedure on (B)(6) 2016 due to a nonunion of the humerus. The patient had originally sustained an open humeral shaft fracture, which was treated on an unknown date approximately two (2) months ago. Upon arriving to surgery on (B)(6) 2016, a review of available x-rays confirmed that the 4.5mm lcp plate and three (3) or four (4) of the implanted screws had broken. All of the hardware was removed successfully with no resulting surgical delay. The humerus was then revised to an inter-medullary nail (im). The patient's post-operative outcome/status is unknown. This report is for one (1) unknown 4.5mm lcp plate. This report is 1 of 2 for (B)(4).